Event description:
(B)(4). Since placement of essure in 2006, I have also had numerous other side effects. Severe abdominal pain (which I was seen in the ER), severe cramping, heavy menstruations, clotting, ungodly cramping, swollen lymphnodes, hair loss, dental issues, countless infections, tiredness, brain fog, memory loss, and countless others.

Event description:
(B)(4). More side effects that I've experienced...loss of sexual desire, painful intercourse, and bleeding after intercourse.

Event description:
(B)(4). I'm not 100% on the exact date and I do not have a copy of my medical records at this time. I started getting extremely tired everyday around the same time. This lasted for a few months. Then came the headaches...migraines accompanied by severe dizziness, loss of balance, and vision problems. Severe enough that I want to the ER to be checked. I had a CT scan done and was refered to a neurologist for further evaluation. Multiple CT scans, MRI's, and extensive blood work all came back fine.